Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 581 mg/dl. Customer had a symptom like nausea. Customer also stated that the insulin pump received an insulin flow blocked. Customer stated that the blood glucose value was high because of the insulin flow blocked alarm, customer was neither in emergency room, nor admitted into the hospital. Based on customer report customer does not allege pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer was not calling back to perform a high pressure test. The device will not return for the analysis.